Event description:
It was reported that 100 insyte yel 24ga x 0.75in experienced the needle penetrate through the catheter and foreign matter before use. The following was reported by the initial reporter: "multiple cannulas have been received with either fibres coming off the cannula, or the device being received where the needle has punctured through the cannula. It has also been identified that the material is too soft, and the cannula is too long to safely and successfully cannulate paediatric patients with small veins."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-25. H6: investigation summary: one sample with open packaging was received by our quality team for evaluation. The sample was subjected to visual inspection. No catheter tip damage or needle through catheter was observed on the catheter. No cannula damage, hook point or point damage, was observed on the cannula. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto-rejected by the automated vision inspection system due to not meeting the lie distance requirement. Needle pierced through catheter could also happened during product application when the product was manipulated. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonperformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents. Device history record of packaged needle (pn) batch 0296782 catalogue number 381212 and its assembled needle (an) batch 0297476, part number yf01212sgt was reviewed. Pn batch 0296782 was manufactured on packaging line 01 in nov 2020. An batch 0297476 was manufactured on assembly line 09 in nov 2020. No quality notification was raised for similar nonconformance for the past 12 months.

Manufacturer narrative:
"Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that 100 insyte yel 24ga x 0.75in experienced the needle penetrate through the catheter and foreign matter before use. The following was reported by the initial reporter: "multiple cannulas have been received with either fibres coming off the cannula, or the device being received where the needle has punctured through the cannula. It has also been identified that the material is too soft, and the cannula is too long to safely and successfully cannulate paediatric patients with small veins."